Event description:
It was reported that during implanting of new right ventricular (rv) lead, a perforation occurred. It was noted pericardiocentesis was required and the patient was noted to be stable at the end of the procedure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).